Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a deflation issue during device preparation. The device was able to inflate but would not deflate despite multiple attempts. Air was also observed in the device. The implant did not come into contact with the patient or become contaminated. A secondary device was used, and the procedure was completed without further issues. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a deflation issue during device preparation. The device was able to inflate but would not deflate despite multiple attempts. Air was also observed in the device. The implant did not come into contact with the patient or become contaminated. A secondary device was used, and the procedure was completed without further issues. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically examined and leak tested. No damage or abnormalities were observed, and both cylinders passed the leakage test. The pump was microscopically examined, leak tested and functionally tested. Microscope examination revealed that the deflation ball in the pump was seated too far forward. The pump passed the leakage test; however, functional testing indicated deflation issues. Based on the information available and analysis results, the deflation issue was most likely determined to be due to the pump deflation ball seated too far forward; therefore, a conclusion code of cause traced to component failure has been established.